Event description:
It was reported that non-smith and nephew clamps were used to secure a t-max beach chair positioner to the operating table during a rotator cuff procedure. The clamps failed during patient positioning, causing the patient to fall from the positioner while he was under anesthesia. The procedure was cancelled, and after the fall, the patient was monitored to see if any injuries were sustained. The patient's current health status is stable.

Manufacturer narrative:
Device investigation narrative - the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the subject device and the reported incident. An analysis of the customer provided images revealed a failed non smith & nephew clamp, which confirmed the complaint. The complaint report states that a non-smith and nephew clamp was used in preparation for a rcr surgery. The t-max beach chair instruction for use (IFU, part number 22-99-01) provided with the device, has the following warning statements related to the reported event: 1) failure to comply may result in injury to patient and/or health care worker; 2) table specific t-max square rail clamps must be securely tightened over tips of table specific legs before loading patient; 3) do not use t-max without t-max square rail clamps in place; and 4) do not use other manufacturer¿s rail clamps. T-max square rail clamps have the letter markings of either am, EU, je or de. Device serial number identification information was not provided and thus a manufacturing record review could not be conducted. (B)(4).